Event description:
Event description cpi received information that this endotak transvenous defibrillation lead's rate sensing portion was capped. The physician elected to replace the rate sensing portion due to 'rate sensing failure'. A new rate sensing lead was implanted.